Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician noted the outer box label was marked as a ranger 20/2.5, lot 1604990, and the inner pouch and catheter were labeled as ranger 20/3.0, lot 1604990. No patient injuries or complications occurred.